Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus it was found that the air water cylinder had foreign objects within the cylinder, and the air water tube had foreign objects within the tube. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and it was found that the air water cylinder had foreign objects within the cylinder, and the air water tube had foreign objects within the tube. Additionally, due to the wear of the scope cover packing, the water tightness was lost, the air water cylinder had no color, the scope cylinder had no color, due to the wear of the angle wire, the play of the up down knob was out of the standard value, and the plastic distal end cover was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.